Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions. Review of the second episode identified t-wave oversensing. The patient will continue to be monitored. No adverse patient effects were reported.